Manufacturer narrative:
Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). Same case as MFR report #: 2134265-2010-00756. Same patient as MFR report #: 2134265-2009-07125, -07126. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure treated the de novo, 90% stenosed 3.0x48mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon, the placement of two taxus express2 drug eluting study stents (3.0x16mm, 3.0x32mm) and post dilation resulting in 0% residual stenosis. A vessel dissection occurred during the index procedure in the distal rca. Bail out treatment consisted of the attempted placement of a 2.75x16mm taxus express2 stent, however the stent did not cross the lesion. Timi-3 flow was maintained through out the procedure and the patient was discharged without complications two days later on bayaspirin and plavix.